Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Coiling treatment of an anterior communicating artery aneurysm. It was reported as the coil was being deployed in the aneurysm and the coil tip protruded into the parent vessel. The pusher assembly was then pulled back and the coil detached. As the catheter and coil were pulled out, the coil migrated into the a2 vessel. A gooseneck snare was used to retrieve the coil. There was no patient injury reported. Aspirin, heparin, and nimodipine were administered to minimize embolic complications.